Event description:
It was reported that the device was in backup vvi mode. The patient experienced pocket stimulation due to the unipolar pacing and palpitations due to backup vvi mode. The device was restored to previous programmed settings. There were no complications before during or after the restoration. The patient¿s symptoms felt immediate relieved once restored.